Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the atrial lead exhibited far r-wave oversensing. The patient status was unknown. No further information was reported on this event.

Event description:
New information noted the patient presented initially in clinic for follow-up. Programming changes were implemented. The patient was in stable condition.